Event description:
It was reported that during a shoulder surgery the device had issues with the suction. Even after increasing the pressure, the suction was still not effective. The tape wasn't feeding properly, and the two arrows weren't showing up. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.